Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was not returned to olympus for evaluation. Therefore, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center turns off without any notice or user initiation. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.